Event description:
It was reported that device detachment occurred. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of a placed stent. Pullback was completed and when the device was removed outside the patient, the sheath was found to be separated about 30cm from the tip. The complete device was able to be retrieved. The procedure was completed with a different device. There was no patient injury.

Event description:
It was reported that device detachment occurred. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of a placed stent. Pullback was completed and when the device was removed outside the patient, the sheath was found to be separated about 30cm from the tip. The complete device was able to be retrieved. The procedure was completed with a different device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window detached near the lapjoint section. The tip was observed detached from the imaging window and stuck on a guidewire. Microscopic inspection did not note any damage consistent with saline exposure post-use of the device. Media inspection of pictures provided by the site revealed detachment of the imaging window and tip, and imaging window stretched.